Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon inserted an (B)(4) collamer plate lens and the lens tore as it was delivered into the eye. The lens was removed and replaced without any pt injury. The reporter stated this was the first time this facility loaded the nanopoint injector and it was likely it was loaded incorrectly.